Event description:
A low reading issue was reported with the adc device. The customer received a lower sensor scan result of "98" compared to a hcp meter result of "187." The customer had contact with a healthcare professional (hcp) who provided juice and crackers to the customer for treatment. It was indicated that the hcp also ordered additional tests for "possible heart attack" of the customer, however, there is no indication the adc device was related. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.